Event description:
It was reported by service report that the fowler was drifting and would not stay upright. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device evaluated by biomedical engineer at account. Result: fowler clutch failed. Replacement part being sent to account.